Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
No eval explain code.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) was returned to the manufacturer with a report of a patient death. The cause of death was listed as unknown. Further review of the manufacturer¿s database indicated the patient died approximately 8 months after the device system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.